Manufacturer narrative:
The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found. The device was not explanted.

Event description:
It was reported to nevro that a patient had acquired an infection following the implant procedure. The patient was hospitalized and was given IV antibiotics. The device was not explanted. There was no report of further complication. The stimulation is on and the patient is receiving effective hf10 therapy.